Event description:
The customer reported they receive a door failure message during preventive maintenance testing on 8100. It was reported there was no patient involvement.

Manufacturer narrative:
Correction on initial report: b4 & g4 (from 10/12/2020).

Manufacturer narrative:
The customer reported problem was confirmed. Based on the troubleshooting results technical support provided insufficient information to determine the proximate cause of the reported issue. A review of the device history record for sn (B)(4) was performed from date of manufacture 05/20/2011 to the present date 10/29/2020 and note that this device has been returned for service 1 time without correlation to the customer reported issue. Also, there were no production failures indicated on the source device.

Event description:
The customer reported they receive a door failure message during preventive maintenance testing on 8100. It was reported there was no patient involvement.